Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1.5 months ago via percutaneous access. It was reported that the patient returned with an occlusion of the femoral artery, where the vessel had been closed, and there was no blood flow down to the leg. The occlusion may have been due to the closure device from another manufacturer, as the vessel might have been closed too tightly. The physician elected to intervene by using a balloon from another manufacturer to balloon the femoral artery, during the ballooning, the femoral artery ruptured, which the physician elected to repair with a stent. No additional clinical sequelae were reported, and the patient is fine. An internal review of returned pre-implant films showed calcified vessels. The vessel rupture and occlusion events could not be evaluated.

Manufacturer narrative:
(B)(4). Results of evaluation: occlusion, rupture/perforation. Calcified vessels. Closure device. Conclusion: calcified vessels. Use of a closure device.